Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that battery compartment and spring was neither damaged nor corroded. Troubleshooting was performed for blank display. Customer stated that the display did not return. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specification range. No blank display were noted. However corroded battery cap contact noted.